Event description:
A us distributor reported that an electrode belt was displaying a service code 204.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (can connection status and service code 204) has been confirmed. Upon investigation the electrode belt failed an ECG fall off test. The cause for the failure was isolated the belt node pca being shorted. The root cause for the short was unable to be positively identified. There was no adverse event that resulted from the damaged belt.